Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic and non-dependent patient presented for a routine follow-up, non-sustained rv oversensing episodes due to undersensing were observed. Since the event occurred last year no programming changes were made. Patient will continue to be monitored.